Manufacturer narrative:
Per evaluation conducted by the manufacturing site: the most likely cause is that the adhesive on the tip of the c-mac blade has worn off due to the reprocessing process. This causes liquid to penetrate the blade, affecting the electronics and causing the led to fail/dim. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during procedure on (B)(6) 2024, there was not enough list provided by the device when connected. No further information was provided, other than there was no patient impact due to this issue.

Manufacturer narrative:
Correction made in section b5. The device was returned to our us facility on sept-18-2024, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a video intubation on (B)(6) 2024, there was not enough light provided by the device when connected. They were able to complete the procedure with a back-up device without any patient impact.